Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.

Event description:
It was reported that patient's right hip was revised due to a femoral periprosthetic fracture (possible cause/ contributor for fracture not reported) patient was revised to a restoration modular stem construct with competitor cerclage wire.